Event description:
It was reported that the 9800 system has intermittent boots. Workstation stops at c5. It was also reported that the customer hears the hard drive when boot does complete. No patient injury reported.

Manufacturer narrative:
The facilities engineering group is investigating this issue. No additional information is available at this time. As additional information is provided, we will report.